Event description:
The following has been reported:Biomed reported: Pump gave a service alarm during infusion treatment.No patient harm was reported.A preliminary review of the logs identified the following issue:Mechanical Hardware Failure (AV Sticky Valve).An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.Additional information is needed to complete the investigation.

Manufacturer narrative:
N/A.